Manufacturer narrative:
The product was not returned for evaluation. Vessel perforation and death are included as possible complications in the instructions for use (IFU) for the indigo aspiration system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the right pulmonary artery using an indigo system flash aspiration catheter (flash catheter), indigo system lightning flash aspiration tubing (flash tubing). During the procedure, the physician made three passes and was able to successfully remove clot from the target vessel using the flash catheter. It was reported the patient¿s oxygen level increased from 65% to 85%. The flash catheter was removed to be flushed. While advancing the flash catheter back into the target location, the physician experienced resistance and torqued the flash catheter. The patient¿s health condition then declined. The physician performed an angiogram and noticed a perforation in the main pulmonary artery. It was reported that the patient later expired. The cause of death was the main pulmonary artery perforation. The cause of the perforation is unknown.

Event description:
The patient was undergoing a thrombectomy procedure in the right pulmonary artery using an indigo system flash aspiration catheter (flash catheter) and a non-penumbra sheath. It was reported that although the patient arrived stable, the patient¿s health condition began to decline by the start of the procedure. It was reported that the non-penumbra sheath used in the procedure was stiff and was placed via jugular access. During the procedure, the physician made three passes and was able to successfully remove clot from the target vessel using the flash catheter. It was reported the patient¿s oxygen level increased from 65% to 85%. The flash catheter was removed to be flushed. The flash catheter was again advanced to the target location. The flash catheter was being torqued against resistance during use. The patient¿s condition declined further. Before removal of the devices, the physician performed an angiogram. It was reported that the angiogram was inconclusive but did not look normal. It was reported that the patient later expired due to the patient''s worsening condition. The relationship between the flash catheter and the patient¿s death is unknown.

Manufacturer narrative:
The product was not returned for evaluation. Vascular complications and death are included as possible complications in the instructions for use (IFU) for the indigo aspiration system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.